Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had open book display on the screen. Customer stated that insulin pump had a broken force sensor was detected during seating or regular delivery error and motor error. Customer stated that insulin pump performed safety checks and an error was found. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis

Manufacturer narrative:
After battery installation, the device displayed a critical pump error (open book image) due to a slight trace of mold inside the aa battery connectors, corrosion on the battery board, and traces of previous moisture presence on some components located on the front of electrical board. Unable to perform the displacement, rewind, prime or seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self tests due to the critical pump error.